Manufacturer narrative:
Medwatch sent to FDA on 07/25/2016. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow up is being performed to obtain device manufacturer, serial number, lot number, implant, explant date, implanting/explanting physician, patient name, patient date of birth, device return status, and device relationship of the reported events. Device history record unavailable as device information is unknown.

Event description:
Following case received in an article titled "skin involvement as the first manifestation of breast implant-associated anaplastic large cell lymphoma." Article states, "we present a new case of breast implant-associated alcl with cutaneous lesions mimicking cutaneous metastases from a poorly differentiated breast adenocarcinoma." Details include, "the left side was unremarkable. [Patient] presented febrile neutropenia during the treatment and finally [patient] died from septic shock.¿ autopsy was requested but the family refused. Manufacturer of device is unknown. This medwatch represents the left side. See MFR # 9617229-2016-00092 for the right side.

Event description:
Following case received in an article titled "skin involvement as the first manifestation of breast implant-associated anaplastic large cell lymphoma." Article states, "we present a new case of breast implant-associated alcl with cutaneous lesions mimicking cutaneous metastases from a poorly differentiated breast adenocarcinoma." Details include, "the left side was unremarkable. [Patient] presented febrile neutropenia during the treatment and finally [patient] died from septic shock. "Autopsy was requested but the family refused. This medwatch represents the left side. See MFR # 9617229-2016-00092 for the right side.